Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-17345, 2017865-2020-17350. It was reported that patient presented with pocket erosion and drainage on (B)(6) 2020. The entire pacemaker system was explanted on (B)(6) 2020. A new right ventricular lead was implanted to connect to the old externally placed pacemaker. Patient also received drug treatment to treat the infection. Patient was stable after the procedure.